Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received as the device lost to filtration.

Event description:
A non-healthcare professional via study reported that twenty-five days after the glaucoma shunt implantation in the right eye, the subject began to experience discomfort. During an examination, the intraocular pressure (iop) was measured at 19 mmhg. It was decided to observe the condition for 10 days. After this period, the iop increased to 24 mmhg, prompting the scheduling of a valve exploration appointment two days later. During the procedure, filtration was successfully reactivated through a posterior approach. Twenty-four hours post-operation, the iop returned to a normal level of 10 mmhg, resolving the adverse event. As per the investigator, the event was related to the device. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of elevated intraocular pressure, ocular discomfort, and not draining properly; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).